Event description:
According to the reporter: the reload is loaded and after about four passes, the needle falls out of the suturing device and into the patient. The device does not toggle well. There is an issue with the handle. The case was delayed by thirty five minutes.